Event description:
School nurse called about pt who had a seizure. Paramedics were called and the pt's blood glucose was 29mg/dl. The pt was given a prescription for glucagon. Not sure what treatment if any was given. No controls were in use. A request was made for return of the suspect device and replacement product was sent.